Event description:
On (B)(6) 2024 the dbs (deep brain stimulation) patient underwent a revision procedure to replace the medtronic implantable pulse generator (ipg) with a (B)(6) device. The patient was under anesthesia. During the procedure it was revealed that the existing medtronic devices were not compatible with the (B)(6) ipg that was to be implanted. The physician did not have the medtronic devices necessary to allow compatibility with the boston scientific device. The physician opted to delay the case and bring patient out of operating room without an incision having been made. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).